Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted and advanced. The closure device was deployed in the laa and it was noted at this time that the patient had a pericardial effusion. The closure device was fully recaptured and the devices were removed from the patient. There was no further attempt to implant a device. The procedure was ended following this event. The physician performed a pericardiocentesis to treat the effusion. The patient recovered and remained stable following all these events. The patient has since been discharged from the hospital.